Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. The reported failure to deploy the vessel locator wings was not confirmed; however, it was observed that the plunger would not lock in place. The manufacturing group investigation identified the potential of a product quality issue related to the manufacture of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The plunger issue was concluded to be related to a potential product quality issue. The difficulty to remove and treatment appear to be related to procedure circumstance.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device via a 6f sheath after a carotid angiography interventional procedure. Reportedly, the plunger could not be pushed completely into the starclose se device body. The "2" was not visible in the window and the vessel locator wings did not open. The starclose se device was stuck in the patient anatomy and it was felt that possibly it was stuck because the sheath split was not completed. Some force was used and the starclose se was removed from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.